Event description:
Right-knee revision, patient presented with knee-instability. Tibia baseplate and patellar components were left in-situ. No complaints filed against the components themselves, no further info available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following device were also listed in this report: device name# triathlon cr x3 tibial insert; cat # 5530-g-613-e; lot # m95xp9. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience.